Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 900 mg/dl after wearing the pod longer than 48 hours. The pod had an alarm that the device had expired from time worn, but patient was on a road trip and did not hear the alarm; he called an ambulance (bg level was 600 mg/dl) and was transported to the hospital. Symptoms reported include hyperglycemia, dizziness, confusion and feeling lightheaded. The patient was treated with (5) intravenous fluids and medications, insulin and electrolytes. The patient was released after spending 4.5 days in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.